Event description:
Pt underwent a bilateral lung volume reduction surgery (lvrs) in 2002. Focalseal-l was applied to the right and left of the staple lines and on the left side of an air leak noted on the posterior edge of the hilum. The pt's initial post operative course was uneventful. Five days later pt developed atrial flutter and a small leak on the heimlich valves was noted. Three days later, all chest tubes were removed. High wbc was noted. Five days later the pt developed shortness of breath while on 6 liters oxygen. The next day, a chest x-ray revealed infiltrates and shortness of breath increased. The pt was then transferred to ICU. Two days later pt had slightly improved, however, some hypoxemia was noted. Two days later the pt had again developed atrial flutters and three days later, had calf pain and dvt on the right and left sides. Four days later the pt was re-intubated and on ventilation support until five days later when they expired. A dnr order was in place. No further info is anticipated. Although the reporting physician had assessed this event as unrelated to the use of the product, genzyme corp has decided to report this event due to the seriousness of the outcome.